Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed during primary infusions of larger-volume infusions (medication, programmed amount and delivery rate unknown). Many of the infusions using the primary infusion IV sets are run at 999ml/hr with a volume to be infused of 1100ml. When the infusion is complete, there is still fluid left in the bag. The customer was informed that an infusion with that set run for 4 hours or less should be limited to 126-250ml/hr flow rate range. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.